Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that caller (MRI tech) reported per patient  the ins is no longer working for years, however, unable to confirm if depleted due to normal battery depletion. Patient reported not working for the past few years. Health care office so they weren't not able to verify if the ins is at eos. Caller stated patient came in for the scan and they were unable to communicate with ins using handset.  No further complications were reported/anticipated at this time.